Event description:
The user facility reported, that on at least three occasions, the graft taken by the device was shredded and could not be further processed by the mesher used. In each case, another graft from a different site was harvested with another padgett dermatome which functioned efficiently.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident.